Event description:
Note: this report pertains to one of two devices used in the same patient and procedure.it was reported to boston scientific corporation that two trapezoid rx devices were used in distal bile duct during an endoscopic retrograde cholangiopancreatography procedure on an unknown date.during the procedure, the physician felt a resistance when reinserting the endoscope and noticed that the tip of the catheter was separated. Moreover, the stones were very hard at that time and was difficult to crush. The product was replaced with a new one; however, the same event occurred. The procedure was completed with a third trapezoid rx.there were no patient complications as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of tip premature deployment. Block h10: investigation results the returned trapezoid rx was received for analysis. Visual examination of the returned device found the tip of the basket was correctly attached to the basket wires. In addition, the side car rx channel was found pushed back 3mm and the device returned with remnants of use. No other issues were noted. Based on the available information, the side car push back was most likely due to the amount of force applied on the thumb ring from the handle when trying to destroy the stone. By applying this force, the working length tends to "retract" itself and ca push back the side car rx. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
Note: this report pertains to one of two devices used in the same patient and procedure. It was reported to boston scientific corporation that two trapezoid rx devices were used in distal bile duct during an endoscopic retrograde cholangiopancreatography procedure on an unknown date. During the procedure, the physician felt a resistance when reinserting the endoscope and noticed that the tip of the catheter was separated. Moreover, the stones were very hard at that time and was difficult to crush. The product was replaced with a new one; however, the same event occurred. The procedure was completed with a third trapezoid rx. There were no patient complications as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150103 captures the reportable event of tip premature deployment.